Manufacturer narrative:
The insulin pump passed the displacement test, self test and active current measurement. However, the insulin pump failed the sleep current measurement due to a problem isolated to connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump batteries end after 1 to 3 days. Customer stated that the battery cap was ok and there were no excessive alerts on insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.